Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and genital haemorrhage ('bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 708870) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's concurrent conditions included body mass index normal, perineal pain, uterine bleeding, dysmenorrhea and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ severe pain/lower pelvis pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), fatigue ("fatigue"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, menorrhagia, psychological trauma, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage and vaginal discharge outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that on 2009, she implanted essure (previously reported as (B)(6) -9999) as per pff. She received treatment for pain, other injuries/symptom discrepancy note for date of insertion : in previous fallow up date of insertion given was (B)(6) 2009 and in current pfs (B)(6) 2010. There were 5 coils into the uterine cavity after removal of the insertion device. There was one coil into the uterine cavity after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Pregnancy test - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Lot number added. New events: abnormal bleeding (vaginal), vaginal discharge were added. Outcome of the event pelvic pain updated. Concomitant conditions added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') in an adult female patient who had essure (batch no. 708807-not valid, 708870) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's concurrent conditions included body mass index normal, perineal pain, uterine bleeding, dysmenorrhea and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/abnormal bleeding (general)"), pelvic pain ("pelvic pain/ severe pain/lower pelvis pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), fatigue ("fatigue"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, menorrhagia, psychological trauma, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage and vaginal discharge outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that on 2009, she implanted essure (previously reported as (B)(6) 1999) as per pff. She received treatment for pain, other injuries/symptom discrepancy note for date of insertion : in previous fallow up date of insertion given was (B)(6) 2009 and in current pfs (B)(6) 2010. There were 5 coils into the uterine cavity after removal of the insertion device. There was one coil into the uterine cavity after removal of the insertion device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Pregnancy test - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal haemorrhage. Lot number: 708870 manufacture date: 2010-01 expiration date: 2013-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and genital haemorrhage ('bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 708870) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's concurrent conditions included body mass index normal, perineal pain, uterine bleeding, dysmenorrhea and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ severe pain/lower pelvis pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), fatigue ("fatigue"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, menorrhagia, psychological trauma, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage and vaginal discharge outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that on 2009, she implanted essure (previously reported as 09-sep-9999) as per pff. She received treatment for pain, other injuries/symptom discrepancy note for date of insertion : in previous fallow up date of insertion given was (B)(6) 2009 and in current pfs (B)(6) 2010. There were 5 coils into the uterine cavity after removal of the insertion device. There was one coil into the uterine cavity after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Pregnancy test - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal haemorrhage. Lot number: 708870 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') in an adult female patient who had essure (batch no. 708870,708807) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's concurrent conditions included body mass index normal, perineal pain, uterine bleeding, dysmenorrhea and multiparous. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/abnormal bleeding (general)"), pelvic pain ("pelvic pain/ severe pain/lower pelvis pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), fatigue ("fatigue"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, menorrhagia, psychological trauma, fatigue, weight increased, abdominal pain lower, vaginal haemorrhage and vaginal discharge outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that on 2009, she implanted essure (previously reported as (B)(6) 9999) as per pff. She received treatment for pain, other injuries/symptom discrepancy note for date of insertion : in previous fallow up date of insertion given was (B)(6) 2009 and in current pfs (B)(6) 2010. There were 5 coils into the uterine cavity after removal of the insertion device. There was one coil into the uterine cavity after removal of the insertion device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Pregnancy test - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal haemorrhage. Lot number: 708870 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Lot no. Was added. Reporter's information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". In 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ severe pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: it was reported that on 2009, she implanted essure (previously reported as (B)(6) 9999) as per pff. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: reporter information updated and patient demographics were added. Updated essure indication. On (B)(6) 2018, she explanted. Injury event was replaced with pain ¿ pelvic/ severe pain/abdominal, menorrhagia, psych injury, perforation ¿ fallopian tubes, fatigue, weight gain, cramping, and bleeding, patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.